Event description:
A report was received stating that a patient was going to have a lead revision due to lead migration. During the procedure, the physician discovered that it was scar tissue protruding and not a lead migration. The physician pushed back the scar tissue and closed the patient up. No revision was performed. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.